Event description:
It was reported that the customer experienced elevated blood glucose levels (544 mg/dl). Troubleshooting was performed and pump passed delivery system check. Customer recently got an x-ray done and did not disconnect from the pump.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted. T:slim user guide indicates, "if you are going to have an x-ray, computerized tomography (cat) scan, magnetic resonance imaging (MRI), or other exposure to radiation, take off your t:slim pump and remove it from the procedure room."